Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9 733571, serial/lot #: (B)(4). Product ID: 9734686, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The monitor and cable were replaced. They recalibrated the touch screen and completed full system checkout. All test were okay, the system is fully functional and ready for clinical use. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned cable has a cut in the cable jacket but no internal conductors have been exposed. A continuity test revealed an open from pin 15 of the hd26 connector to pin 6 of the fischer connector. The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned monitor displayed a good image with no anomalies. The touch function was normal and the monitor had no buzzing. No problem found. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor of the navigation system was intermittently buzzing. Additionally, it was noted that the monitor cable was deformed. There was no patient present when this issue was identified.